Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately high compared to another device (onetouch ultrasmart). The reporter claimed obtaining blood glucose readings of ¿178 mg/dl¿ with the subject meter and ¿107 mg/dl¿ on the other device, performed within 30 minutes of each other. The reporter also alleged that the subject meter read inaccurately high compared to another device (onetouch verio sync). The reporter claimed obtaining blood glucose readings of ¿178 mg/dl¿ with the subject meter and ¿107 mg/dl¿ on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The reporter also alleged obtaining an inaccurate high result of ¿1178 mg/dl¿ compared to their feelings and/or normal readings. At the time of troubleshooting, the reporter performed a control solution test and the result fell outside of the specified control solution range. These complaints are being reported because the alleged inaccuracy issues were not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.